Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery multiple times. Customer's blood glucose level was in the 400 mg/dl range. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.